Event description:
It was reported that this pacemaker system exhibited farfield r-wave oversensing and low p-wave amplitudes and the patient was syncopal, however there was no evidence of undersensing or high ventricular rates. The device was operating as expected and other lead measurements were within normal limits. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.